Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 34 mg/dl. Customer had issue with her sensor. Customer was declined for troubleshooting. The product will be returned for the analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.